Event description:
The facility representative reported that this device under delivered during biomed. The hospital representative stated that there were no reports of patient injury or medical intervention.